Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked and the user could feel the crack during use, while the device remained functional and was replaced. Symptoms included no adverse health effects. Outcomes included no impact on clinical status and no interruption to therapy. Investigation included review of product history, user interview, photo assessment, and evaluation of device performance logs. Investigation of this case revealed physical damage to the touchscreen with normal device functionality and no device-generated alerts. It was concluded that the event was related to device damage without malfunction and that replacement and standard shutdown and data-sync guidance resolved the issue.